Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad button cover was observed to be intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons responded normally. The keypad cover was removed to check the condition of all of the key contacts and contamination under all of the key contacts was observed. Unrelated to the initial complaint, the display screen was observed to be dim with pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok keypad buttons were intermittently unresponsive and denied moisture or damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.